Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "door latch sensor error", which was not reproduced. The evaluation confirmed the reported symptom through the attached history log due to multiple "door jammed" messages. The messages were found to be caused by a cracked threaded insert boss. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump had a "door latch sensor error". It was reported there was no patient involvement.